Event description:
Catheter became disengaged from port-a-cath implantable venous access system mediport and migrated with the tip in the right ventricle of the heart. Port was used on multiple occasions to administer chemotherapy.